Manufacturer narrative:
Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -11.00/1.5/106 (sphere/cylinder/axis) lens tore while loading; no patient contact. No further information has been provided.